Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump is at fault for the patient's health issues, which include unspecified issues with kidneys and high protein levels in the urine. The reporter stated that the health issues have been going on for the past two to three weeks. The reporter alleged that the pump was not delivering basal rate correctly. The patient has reportedly come off the animas pump and switched to another pump from a different company using a cgm system per the patient's healthcare provider. The cgm system is reportedly being used to better monitor the patient's blood glucose. The reporter did not allege any bg excursions or signs or symptoms indicating hypoglycemia or hyperglycemia. The reporter declined troubleshooting. This complaint is being reported due to the allegation that the pump was not delivering basal insulin as expected and due to the allegation that the pump was at fault for the patient's current kidney issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.